Manufacturer narrative:
Device technical analysis: the device was discarded by the facility. Imaging provided mad it possible to observe the device lot number and some white section through the flush tubing which seems to be part of the assembly between the flush tubing and the flush luer. The device did not return; therefore, product analysis could not be performed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter's irrigation stopped during procedure. A manual flush was attempted but was still met with resistance. It was also noted that the flush port was cracked. The device was replaced with a new catheter which had no issues. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was already discarded by customer.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter's irrigation stopped during procedure. A manual flush was attempted but was still met with resistance. It was also noted that the flush port was cracked. The device was replaced with a new catheter which had no issues. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was already discarded by customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.